Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. The customer's multi function cable was not provided for the evaluation. The multifunction cable receptacle was replaced as a precaution and a new multi function cable was provided to the customer. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.